Event description:
It was reported that the pt had not experienced pain relief since implant. At the first refill visit, the expected reservoir volume was 5 cc, but the actual amount aspirated was 38 cc. A therapeutic single bolus dose was programmed with no pt response. At the second refill visit, the expected reservoir volume was 12.7 cc, but the actual was 30 cc. No pump alarms had sounded. An x-ray (date not reported) had confirmed that the catheter was disconnected from the pump. A revision was planned. The hcp suspected that, the pt was accessing the reservoir and may have been taking out the drug and filling it with another fluid. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates dilaudid. Additional information has been requested, a follow-up report will be submitted if additional information becomes available. See manufacturer's report number: 3004209178200703949.

Manufacturer narrative:
.